Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak and air bubbles anomaly on the reservoir. Customer¿s blood glucose level was 280 mg/dl. Customer advised the leak occurred while trying to fill the reservoir from the insulin vial. Troubleshooting for the reservoir leak was performed. Customer was advised that the leak may have been from the air bubble inside of the reservoir. Customer received the no delivered alarm, they changed out their infusion set, they received an air bubble, the reservoir leaked and they were asked to start the process from the beginning. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.